Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024) based on available data, it can be suspected that the observed issue resulted from some device parameters no longer being loaded from the database, due to a recent performance improvement. As the implant date was part of these parameters, it could not be displayed in the manager. - it should be noted that this issue affects all smarttouch tablets under smartview 3.12 version. - a correction of this software issue is currently being contemplated in order to prevent the recurrence of such behavior.

Event description:
Reportedly, the implantation date is empty in the manager, while the date of birth is correctly filled.